Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that over the past month or more the ptm (personal therapy manager) would get to 90% when trying to connect to the pump or request a bolus and it will get stuck there for 10-15 minutes. The agent reviewed the steps to clear data from the handset, and the patient was then able to successfully connect ptm to pump without delay. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer regarding a patient who stated that their handset was taking a long time to connect to the pump. Patient stated it first goes to searching for pump settings and that takes about 3 minutes and then it takes another 3 minutes to connect. Patient mentioned that sometimes when they hit the bolus button, it just stays static and they have to turn it off and back on to get it to work. Agent walked patient through closing out of all running applications, clearing data, and attempting to connect again. Patient was able to successfully connect and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software product ID hh9020tdd lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.